Event description:
The device was used during a laparoscopic nissen. Reportedly, the safety shield did not retract and bleeding occurred. The surgeon applied diathermy to control the bleeding. The hosp has reported no pt injury occurred.